Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. The customer's blood glucose was 100 mg/dl. The customer's alarm history also showed a signal too low alarm occurred. Customer stated the unexpected restart alarm occurred after inserting a new battery in the insulin pump. It was also found the insulin pump showed the customer had no insulin. The customer stated their temp basal was not programmed prior to the alarm occurring. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.